Event description:
The unit was sparking from the power cord, so it was unplugged from the patient electronic system. The sparking was noted near the power adapter, but the unit was able to turn on as normal. The system would be replaced.

Manufacturer narrative:
An i3 patient electronic system was received. Visual inspection of the unit revealed considerable damage to the power supply cable, with exposed and cut wires. When connected to a test power supply, the unit passed diagnostic testing and functioned as intended. Based on the visual inspection the cause of the reported incident is physical damage to the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.